Event description:
It was reported that during use of this drill in a right basal joint arthroplasty, the bur broke off at mid shaft. It was also reported that a bur guard may not have been in use at the time of this event. All pieces of the bur were recovered from the surgical site and there was no report of injury or surgical delay with this event.

Manufacturer narrative:
Investigation findings: the drill was received with broken piece of bur inside the collet of the handpiece. The cause of the broken bur was unable to be determined. However, use of a bur guard with this drill is required. The instruction manual for this handpiece warns the user: 1. Never operate the microchoice high speed drill without a bur and approriate bur guard in place and the collet locked. Damage to the collet may result. 2. Always use a bur of the proper length for the particular bur guard. 3. Ensure burs are properly seated and have the proper bur guard attached. 4. Ensure that the bur guard and bur are properly installed, otherwise injury to the patient or medical personnel can result.